Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2003. (B)(4).

Event description:
It was reported that during a device change out, it was found that the insulation on the pace/sense connector of the right ventricular (rv) lead had a small amount of abrasion. The abrasion did not go all the way down to the conductors. The area of abrasion was repaired using silicone adhesive and a lead splice kit. The rv lead is still in use. No patient complications have been reported as a result of this event.